Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. It was presumed that the cause of the reported phenomenon was the influence of high-frequency noise generated from an electric scalpel.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the endoscopic submucosal dissection, the image blacked out temporarily. The issue was resolved and intended procedure was completed with the subject device. There was no report of patient injury associated with the event. The subject device was used in combination with cv-290, pcf-h290zi and unspecified high frequency power supply device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.